Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. Stryker advised the customer that their device is not field-serviceable. Stryker recommended that the customer remove the device from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.